Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; the silicone housing was cut/torn around the siphon guard. The complaint was confirmed. The siphon guard was visually inspected; marks were noted in the siphon guard. The root cause for the issue reported by the customer "infection was observed. Therefore, the valve was replaced. During the procedure, it was found that the catheter was deviated from the original positon" was probably caused by the leakage at siphon guard insertion. The cause of the cut/torn silicone housing was probably due to "sharp or pointed object coming into contact with the silicone housing". The root cause for the marks in the siphon guard were probably caused by a sharp or pointed object coming into contact with the siphon guard. As specified in the "IFU", section b: surgical procedure: precautions "silicone has a low cut and tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly. The use of stainless steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments might rupture or tear the silicone components". Complaint will be closed as 'silicone: tears: silicone housing: at siphonguard'.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a shunt malfunction. A certas valve was implanted in a patient via a lumbar peritoneal shunt the end of (B)(6) 2020 with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date, an infection was observed. The patient was taken to the operating room and the valve was replaced to a new one on (B)(6) 2021. During the procedure, it was found that the catheter was deviated from the original position. The patient continues in follow-up. No further information was provided.